Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 8 of 10. The hp stated the heater bag was connected very loosely and the heater bag had a lot of air in it. The tsr assisted the hp to cycle power to clear the alarm. The tsr explained the alarm and that the hp needed to start over with new supplies. The hp stated she would call her nurse first to see if the nurse wanted her to start over tonight. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.